Manufacturer narrative:
(B)(4). A review of the device history records found that the device was manufactured per procedure and met all required specifications. Details and timeline reported indicate that the device performed within specification.

Event description:
It was reported that, during an anterior cervical discectomy and fusion (acdf), the surgeon harvested an autograft bone wedge from the patient¿s iliac crest, and filled the remaining defect with resorbable bone void filler. Approximately 8 weeks post-op, the patient was reportedly experiencing ¿excessive swelling and drainage,¿ ¿pain at the graft site¿, a ¿fluid filled pocket¿ at the graft site, as well as ¿non-union ¿ in the graft site.¿ the patient reportedly underwent a revision procedure to explant, irrigate and drain the site ¿of any excess fluid,¿ and a coral block was inserted into the iliac crest defect.